Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bad drawer controller from half height cubie drawer 3.2. The field service engineer (fse) replaced the drawer controller and successfully restored power to the unit. The system rebooted without issues, confirming normal operation after the replacement. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had no power. The unit did not turn on despite plugging and unplugging it into different power outlets and toggling the power switch on the back of the machine. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.